Event description:
Boston scientific received information that during a routine follow up in clinic, this implantable cardioverter defibrillator (ICD) showed a remaining longevity of 3.5 years eight months post implant. Additionally, the power usage was observed to be higher than expected. The local field representative interrogated the device and no out of range lead measurements were observed. It was noted that no tachycardia therapy had been delivered and minimal pacing was required. A copy of device memory was received for analysis. Review of the device's memory confirmed a high current drain situation. Boston scientific technical services (ts) suggested device replacement. No adverse patient effects were reported.

Event description:
Additional information was received from the patient implanted with this ICD that, the patient suffered from an infection two years ago. The cause of infection was unknown, however, the infection has since cleared. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Engineering calculations confirmed the longevity of this device was not as expected. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observations.

Event description:
Additional information was received that the device was later explanted and replaced for reported normal battery depletion approximately two years later.

Manufacturer narrative:
Subsequent information was received that the physician elected to continue monitoring the device via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.